Event description:
It was reported that a leak in minicap transfer set was observed. This occurred during use pf peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction made to d10: concomitant product: amia cycler (previously submitted as ni), correction made to f10/h6: component codes: replace g04034 with g07001, additional information was added to e3: occupation, h6, and h11: h11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.